Event description:
It was reported that: "pt knee was infected. Doctor took out the # 10 tibia 9mm triathlon spacer. Washed out the knee and put in a new 9mm cr spacer."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will submitted in a supplemental report.